Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and her blood glucose was treated with an insulin drip. The customer stated that she was vomiting prior to her admission. The caller believes she inserted into scar tissue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.